Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that literature was missing from the box containing her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, she noticed that literature was missing from the box containing the subject meter. The patient manages her diabetes with oral medication, diet and/or exercise. She denied that she had made any changes to her usual diabetes management routine after discovering that the owner¿s booklet was missing. She claimed that later the same day, she developed symptoms of ¿shaking and sweating¿. She denied receiving any treatment for her symptoms above and beyond her usual diabetes care and management routine. At the time of troubleshooting, the patient was unable to confirm whether the closure seal on the packaging was intact prior to opening. The cca educated the patient on the correct box contents and the patient confirmed that there was literature missing. Replacement instructions were sent to the patient, but she refused other replacement products as she was happy that the meter was functioning correctly. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Shaking and sweating, after the alleged product issue began.